Manufacturer narrative:
Reporter last name: (B)(6). Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address postal: (B)(6). Reporting address city: (B)(6).

Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device failed to start during the rescue procedure. Another device was used to manage. After treatment, the patient's vital signs returned to normal. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.